Event description:
Rn (registered nurse) attempted to place piv (peripheral intravenous device). When attempting to place, needle punctured the bottom of the catheter causing the site and the needle to be unusable. Patient required a second stick to obtain IV access.